Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on (B)(6) 2007 and upon receipt at heartsine. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault.